Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/ capsular contracture/ ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 535cc mentor memorygel breast implant experienced right sided rupture, right sided capsular contracture (baker grade unknown), and right sided ptosis post procedure. The capsular contracture was diagnosed through an appointment with a physician. As a result, bilateral mastopexy, bilateral implant exchange, and right sided capsulectomy was performed on (B)(6) 2020. Free silicone was found with explant. The replacement implants are 590cc mentor memorygel breast implants.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The complaint device was discarded. The evaluation of the returned photograph was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: upon the visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted that the complaint device had been discarded from the initial report submitted on (B)(6) 2020. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).